Event description:
The 9-vsd-musc-004 was reported to be incompatible with a 6f torqvue delivery system. The procedure was stopped due to increasing blood loss of the patient.

Manufacturer narrative:
Upon receipt of the amplatzer muscular vsd occluder, the device was returned in the original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f itv loader without any deformities. Using test 6f itv loader/ sheath, loaded, handed-off, advanced, deployed and retracted device with minimal effort and no difficulties encountered. The associated delivery system was not returned and no information was available beyond that it was a 6f itv delivery system. A DHR search down to the sewing level revealed the device met aga specifications.